Manufacturer narrative:
Pump was received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump had minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm that could not be cleared. Customer stated the alarm occurred during a bolus. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.